Manufacturer narrative:
The field service engineer (fse) was dispatched and found that the sample probe needed to be adjusted, and the sipper nozzle tubing was seated incorrectly. The fse adjusted the sample probe, reseated the sipper tubing, and verified the instrument by performing precision testing. The investigation determined that the issues found by the fse were the root cause of the event. The sodium and potassium lot numbers and expiration dates were not provided.

Event description:
The initial reporter complained of discrepant low results for 1 patient sample tested for sodium electrode (na) and potassium electrode (k) on a cobas 4000 c311 stand alone system. The patient sample initially resulted in the following values: sodium = 89 mmol/l. Potassium = 3.06 mmol/l. The initial results were questioned due to low values and a repeat test was run. The sample was repeated resulting in the following values: sodium = 140 mmol/l. Potassium = 4.74 mmol/l. The repeat results were deemed correct, as they were within the normal values.